Manufacturer narrative:
For the reported event, the hospital declined ge healthcare service representative troubleshooting. No resolution information is available.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model m1057380 vaporizer experienced a malfunction resulting in lower than expected agent output causing difficulty keeping the patient asleep. The report was received from a single source. The reported event did involve a patient. There was no patient information available.